Event description:
A review of the manufacturer's in-house programming data was performed and found no indication of a device issue in the available data.

Manufacturer narrative:
Date received by manufacturer, corrected data: the date received by the manufacturer of 07/13/2016 was inadvertently not provided on the follow-up report #01.

Manufacturer narrative:
.

Event description:
It was reported from a physician's office that a vns patient was deceased. An obituary search provided the patient died peacefully at home on (B)(6) 2014. Follow-up to the physician's office by the company representative confirmed that the patient had passed away on (B)(6) 2014, but the physician was not notified of the cause of death. Additional relevant information has not been received to-date.